Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. Two (2) actual samples were received for evaluation and an evaluation is complete. The samples were returned with the aluminum foil peeled. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The sponge was found in the cap, but protruding above the rim of the cap in each sample. The reported condition was not verified, but the sample did not meet product specifications due to the protruding sponge. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from each of two (2) minicaps. There was no patient involvement. No additional information is available.